Event description:
A report was received that the patient could not go to the rest room unless stimulation was off. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The issue with going to the bathroom had subsided and the patient was doing well postoperatively.

Manufacturer narrative:
Event date: (B)(6) 2014. Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient could not go to the rest room unless stimulation was off. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The issue with going to the bathroom had subsided and the patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient's issue with the bathroom was urination difficulties which has subsided.